Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation prior to the implant procedure, gray bar was noted on the implantable cardioverter defibrillator (ICD) report. Capacitors were manually performed and the gray bar still appeared. It was noted that the ICD had not been in a cold environment. The device was not used and a different device was implanted instead. No patient complications have been reported as a result of this event. <(> <<)>end>